Event description:
It was reported the patient presented in clinic for follow-up. During the check, it was discovered the right ventricular lead had dislodged, confirmed by x-ray. The physician attempted to reposition the right ventricular lead but the helix mechanism would not deploy appropriately. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted the right ventricular lead had exhibited a failure to sense prior to explant.

Manufacturer narrative:
The reported event of failure to deploy lead helix was confirmed while the reported events of lead dislodgement and failure to sense were not confirmed. A complete lead was returned in one piece for analysis. Visual examination found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. The cause of the report helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. Visual, x-ray, and electrical testing found no further anomalies.